Event description:
During aaa repair in 2007, a renu device was placed as an initial aaa device (not to repair another manufacturer's migrated stent). Post angiogram revealed a proximal type I endoleak. The physician used a coda balloon to dilate it again. Another angiogram revealed the endoleak was still present. The pt blood pressure was compromised during the procedure, dropping very low and requiring medical intervention from anesthesia. The physician placed a main body extension to give radial reinforcement to the proximal neck. Another balloon dilation completed and another angiogram was performed revealing the continued proximal endoleak. The pt's blood pressure was still compromised and being medically treated to stabilize the pt. It appeared the main body extension graft was encroaching on the only renal artery that was left. Pt had a history of chronically occluded left renal and a right renal nephrectomy. After consulting with another physician, it was decided to stent the renal artery to help preserve blood flow to the kidney. During this time, the pt's blood pressure dropped and open conversion was then performed. When the physician opened the pt's abdomen, it was filled with blood. The pt's blood pressure remained low and pt went into v-fib. Open-heart massage was performed along with internal cardiac shocks. The rupture of the aorta was located but the physician did not feel it could be repaired. Heart rate and blood pressure was re-established and the pt expired on the table. There was no autopsy. (Refer to 1820334-2008-00038).

Manufacturer narrative:
Evaluation: still under investigation.